Manufacturer narrative:
Correction to section g3 on previous report submitted on (B)(6) 2021. The g3 date should have been (B)(6) 2021 rather than (B)(6) 2021.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-17848 should not have been reported as a medical device report (MDR) after additional information received indicated the patient's system remains implanted on patient and programming resolved the patient's issue. Patient did not require invasive medical/surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's experiencing ineffective therapy. It is unknown if the system is still implanted at this time. No additional information available.